Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in s(B)(4)): pt got infective endophthalmitis following treatment with lucentis. MFR ref# 9610825-2014-00365.